Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Reportedly, the cartridge was reloaded and insulin delivery was resumed. In addition, customer experienced an elevated blood glucose (bg) level of 575 mg/dl; cause was not known. A manual insulin injection was used to address bg. The customer continued to use the pump for insulin therapy.